Event description:
This event is no longer reportable for the bridge balloon, reported in the initial MDR that it became stuck on the guide wire. At device evaluation, the laboratory guide wire advanced successfully through the bridge balloon. There is no potential for harm if the event was to recur.

Manufacturer narrative:
This event is no longer reportable. Device evaluation and investigation were completed (B)(6) 2023. The bridge device was returned. Visual inspection found no damage on the bridge device. During functional testing, a laboratory bridge-specific amplatz guide wire advanced successfully throughout the entire length of the bridge (both proximal to distal and distal to proximal), with no resistance encountered. H6): based on the device evaluation, the reported complaint could not be replicated. Certain h6 codes submitted on the initial MDR are no longer applicable and updated with: investigation findings code 213 (replaces 3233), and investigation conclusions code 67 (replaces 11). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead, a left ventricular (lv), an active right ventricular (rv), and a capped rv lead due to bacteremia. During prophylactic staging of a spectranetics bridge occlusion balloon device to be used in the event of an emergency, the balloon advanced over the wire successfully. However, when attempts were made to pull the wire back, the bridge became stuck on the guide wire and required removal as a system. Outside of the patient, the guide wire was removed by pulling it out from the distal end of the balloon. The same balloon was loaded over the guide wire, but was unable to advance past the junction distal side port. Using the same guide wire, a new bridge was used, and the procedure was completed with no reported patient harm. This report captures the bridge balloon that became stuck on the guide wire, potential for harm if it was to recur in the event of an emergency.

Manufacturer narrative:
A2): patient''s date of birth, age unk. A4): patient''s weight unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3/h6): the device has been returned to the manufacturer and the investigation is in process. A supplemental MDR will be submitted after the device evaluation and investigation have been completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.